Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line" was not reproduced. A review of the event history log revealed multiple "air-in-line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the processor pcb (printed circuit board). The processor pcb required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line upon device power up in the medsurgical department. There was no patient involvement. No additional information is available.